Event description:
Two patients with discrepant troponin t results and one pt with discrepant hcg results. In 2008, initial troponin t result 0.03 ng/ml, repeated three times giving a result of <0.01 ng/ml each time. Erroneous results for these patients were reported. No information provided to determine if patients were adversely affected.

Event description:
Two patients with discrepant troponin t results and one pt with discrepant hcg results. Initial troponin t result 0.038 ng/ml, repeated twice giving results of <0.01 ng/ml each time. Erroneous results for these patients were reported. No info provided to determine if patients were adversely affected.

Event description:
Two patients with discrepant troponin t results and one pt with discrepant hcg results. In 2008, initial hcg result <0.1 miu/ml, repeat <0.1 miu/ml. The same sample was diluted and repeated twice giving results of 10442 miu/ml, 16.9 miu/ml, and 27.38 miu/ml. User indicated no corrected report was required, pt treatment was not affected. The field service representative was unable to recreate the issue, but noted he replaced tubing on the analyzer and performed performance tests.